Manufacturer narrative:
The pump had a button error alarm and no button response due to corroded keypad traces. Analysis was unable to perform the occlusion test due to button/keypad anomaly. The pump received with cracked display window corners, battery tube threads, reservoir tube lip, broken belt clip slot, minor scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the pump had a button error alarm and high blood glucose of 19.7 mmol/l. The blood glucose at the time of the call was 8 mmol/l. The customer states button error alarm occurred without holding a button down for 3 min. The customer did not have a back plan, but was able to deliver insulin. However the customer was unsure how much they delivered, but it did bring blood glucose down. The device will be returned for analysis.